Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being unable to properly communicate with external peripherals was confirmed. During the investigation there was an incidental finding of damaged black bend relief with underlying wire damage. The returned system controller (hsc-062589) was connected to known working test equipment, and commands from the system monitor were intermittently unable to be sent to the controller. The controller was also unable to communicate with the heartmate 3 data viewer. However, the controller was still able to operate a mock loop as intended. The controller¿s power cables were inspected, and the blue wire within the white cable was observed to be open. This wire is responsible for receiving communication signals sent to the controller, which would have caused the reported event to occur. The controller¿s power cables were replaced with a new component, and atypical events were unable to be further reproduced. The controller was functionally tested and was found to perform as intended with test cables. A log file was also extracted from the controller during testing; however, no atypical events were observed, and the pump maintained speeds above the low speed limit while connected to the driveline. The root cause of the reported event was determined to be wire fatigue within the controller¿s white cable, causing the blue wire to become open; however, the root cause of the observed wire fatigue was unable to be conclusively determined. Review of the device history record for system controller, serial number: (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was not detected by the heartmate touch monitor despite multiple tries. The controller was exchanged and the issue resolved.